Manufacturer narrative:
The insulin pump had a blank display due to a moisture damage on the electronics.

Event description:
The customer called to report moisture damage on the insulin pump after he went swimming with it on for two hours. Nothing further was reported.